Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that while inserting the catheter patient felt like sharp razor blade and also experienced pain. No medical intervention was reported.

Event description:
It was reported that while inserting the catheter patient felt like sharp razor blade and also experienced pain. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "rough or irregular shape protrusions". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bard® clean-cath® for urological use only. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Do not reuse do not resterilize do not use if package is damaged visually inspect the product for any imperfections or surface deterioration prior to use. Bard and clean-cath are trademarks and/or registered trademarks of c. R. Bard, inc. Or an affiliate."